Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath; serial# unknown. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving compounded baclofen (125mcg/ml at 12mcg/day) via an implantable pump. It was reported that the patient was admitted to acute rehab with the goal of titrating the pump and working on their functional mobility with physical therapy. The healthcare provider (hcp) mentioned that they decided to remove the drug from the reservoir and catheter and replace the drug in the reservoir with 125 micrograms per ml so that they can then program a dose below 24 mics per day. The hcp tried to clear the catheter by doing a catheter access aspiration but they were not able to do it. The hcp brought the patient to interventional radiology and they could do a fluoroscopy and clear the catheter. 24 hours later the patient was admitted to the intensive care unit and the interventional radiology (ir) doctor brought the patient in and they removed the drug and diluted it down to 125 mcg/ml. The radiologist said they felt successful that they were in the port but unfortunately the fluid that they pulled off was yellow tinged instead of clear. Now they have a catheter that either is or is not clear of medication. The hcp programmed a bridge bolus and the patient had been more spastic every day. The hcp was getting more and more convinced that the ir doctor did successfully clear the catheter and they wanted to program a safe custom priming bolus. It was suggested that the hcp stop the bridge bolus and calculate how much drug was in the possibly empty catheter to schedule the bolus. The hcp disconnected while on hold.